Event description:
It was reported that the customer requested assistance canceling a temporary basal rate, after he reduced his basal rate by 50 percent. The customer had gone into the hospital for surgery, and the doctor suggested for blood glucose to go a little a high during surgery and go back to normal after. It was not stated whether the surgery was related to the customer's diabetes. Customer's blood glucose was 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).